Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of the valve, wear abrasion and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of the valve. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
The device has been explanted.